Manufacturer narrative:
A partial lead measuring 55.2 cm with the distal tip was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 7.0- 9.8 cm from the distal tip. Internal insulation was noted on 39.0 - 40.3 cm from the distal tip. Internal insulation abrasions under the svc shock coil at 18.5-18.7 cm and 20.7-20.8 cm were noted from the distal tip. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion were noted at 7.4 - 11.3 cm from the distal tip. The etfe coating was abraded at this location. Internal insulation abrasion under the svc shock coil was noted at 19.8- 20.5 cm from the distal tip. The sensing conductor etfe coating was abraded at this location. This is consistent with the observation from the field of noise.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was noted on the rv lead. Externalized conductors were also noted in clinic. The patient did not experience any consequences due to lead malfunction. The lead was explanted and replaced during device explant due to normal eri. The patient was stable before, during and after the procedure.